Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. The source of this report literature : article: "proximal humerus bony adaptation with a short uncemented stem for shoulder arthroplasty: a quantitative analysis" corresponding author: dr adrien jacquot (gone to press).

Event description:
From literature: "complications were reported in 18 cases (9.8%). 7 complications were reported after reverse shoulder arthroplasty, including 1 humeral fracture (stem revision+orif), 1 glenoid early loosening (technical error), 3 spine fractures, 1 infection (washout + insert and glenosphere exchange) and 1 minor wound problem." Article: "proximal humerus bony adaptation with a short uncemented stem for shoulder arthroplasty: a quantitative analysis" corresponding author: dr adrien jacquot (gone to press). As a summary, 7 patients with the following actions taken by healthcare facility: 1 patient had nonoperative treatment, 6 patients underwent revision surgeries.